Event description:
Customer alleges user is very heavy user and very active which is allegedly causing the ears or tabs on this part that the power center mount attaches to were bent to the right. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the repair has been provided (B)(4). Model tdxsp-mcg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The dealer stated that the consumers technique while using the device is very active and the consumer is a heavy user. The maintenance history of the device is unknown.